Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. The valve will not be returned. At this time, the valve remains implanted in the patient. In this case, the exact cause of the increase gradient across the sapien 3 valve cannot be determined; however, it is likely related to the patients pre-existing disease processes and/or patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 years and 6 months post implantation of a 23 sapien 3 valve, the patient is being monitored for a possible 2nd valve at different facility. Upon review of medical records, the¿tavr gradients are increasing fairly quickly and most-likely will have prosthetic aortic stenosis in several years.¿ upon follow up echo at 2 years and 2 months, the patient was found to have severe mitral stenosis and mitral annular calcification and found to have progression prosthetic aortic valve stenosis. Plans to treat the patient was discussed and possible conventional surgery to treat her mitral stenosis using valve and mac technology under direct vision and ¿it would be reasonable to replace her aortic valve with a conventional surgical tissue prosthesis with possible root enlargement. ¿

Manufacturer narrative:
Additional information obtained revealed that the patient underwent deployment of a 29mm sapien 3 valve in the mitral position (mac) without any complications. An echo (tee) performed revealed that the aortic valve gradients were low and not clinically significant and the valve was functioning normally. A decision was made not to implant a 2nd sapien 3 valve in the aortic position. As such this MDR was reported in error and a corrected supplemental report is being submitted.